Event description:
Patient presented to chronic hd for routine treatment. Patient's 8fr 18cm dual lumen hd cath was accessed without complication and hd was initiated uneventfully. At some point during the treatment, the nurse providing hd noted that there was a few small spots of blood noted on patient's oneside. After inspection and cleaning this was noted again about an hour later on the chux under patient's cath. At this point the hd was stopped and the line was flushed nothing was noted on the arterial lumen. On the venous lumen a small pinpoint leak was noted about half way up the lumen. Treatment was terminated -blood was returned via the arterial lumen. The venous lumen was clamped - above the leak. Dr was notified. Antibiotics was ordered and given prior to the patient and mother being sent to admissions for admission and line replacement in the am. Treatment was terminated 1hr early. FDA safety report ID# (B)(4).